Event description:
The facility reported depleted batteries during biomed testing. Although baxter attempetd to obatin information, details were not available regarding additonal contact information. The hosptial representative stated that there were no reports of patient injry or medical intervention associated with this event.

Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. This issue is currently being investigated under mdq-CAPA.